Event description:
It was reported that patient underwent total elbow arthroplasty on (B)(6), 2010. Subsequently, the patient was revised on (B)(6), 2012, due to pain and limited range of motion. During the revision procedure, the surgeon noted that an explore screw was loose and there were signs of metallosis around the implant. The radial head was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number one states, "material sensitivity reactions". Number six states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, and/or excessive activity". Number eight states, "inadequate range of motion due to improper selection or positioning of components". Number fourteen states, "intraoperative or postoperative bone fracture and/or postoperative pain". The user facility was notified of the event on (B)(4), 2012. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. The lot number identification necessary to review manufacturing history was not provided. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-00578 / 00579).